Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues in filling the tubing the device alarmed no delivery. Customer's blood glucose was 207 mg/dl. Troubleshooting was performed. The customer was advised to disconnect and reconnect the tubing and reservoir. Then manually push insulin through tubing with a plunger, and insulin didn't exit. Customer first changed out the infusion set and anomaly persisted. Then he changed the reservoir and issues persisted. Customer was advised both the infusion set and reservoir were occluded. Customer declined to return the reservoir since it was filled with insulin.